Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Event description:
Information received a smiths medical pain management/portex kits other was leaking. Reported. During the use of the product, leakage of medical fluid from the filter was observed. No patient injury.